Event description:
Additional information was received via a healthcare provider. Regarding what volume the pump was filled with prior to the volume discrepancy, it was noted that there was no note at the last volume check. It was reported that they had rechecked the reservoir volume and it was still off by 8 ml (8.3 ml). A dye study was scheduled. The nausea had resolved. It was noted that if the device gets replaced it would be returned to the manufacturer. Regarding the patient¿s weight at the time of the event, it was noted that there was no change in weight.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2013, product type catheter product ID 8784, lot#/serial# (B)(6), implanted: (B)(6) 2013, product type catheter h6 correction: the imf annex f code f12 (FDA code: 4614 / ncit code: c172031) was previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (10 mg/ml at 4.831 mg/day) and morphine (unknown) (30 mg/ml at 14.493 mg/day) via an implantable pump for unknown indications for use. It was reported that the hcp recently received a field communication regarding stopped pump and incomplete telemetry and because of this they called to inquire about a patient's pump. The hcp did a refill on (B)(6) 2020 and the expected residual volume (erv) was 9ml and the actual residual volume (arv) was 28ml.  The patient was nauseated and was requesting a dose increase. The hcp was wondering if this pump and the volume discrepancy were associated with the field communication. The field communication was discussed and the hcp confirmed the pump was not stopped and they have completed reports. It was discussed with the hcp to check the pump logs for any alarms and discussed catheter imaging, catheter access port (cap) aspiration and/or a cap dye study.   The event date was (B)(6) 2020.  No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter; product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter; product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 2015-10-10, UDI#: (B)(4); product ID: 8784, serial#: (B)(4), ubd: 2014-10-19, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. A dye study was performed and there was ¿not much¿, less than 0.3 ml recovered from the port. The dye could not be injected as there was too much resistance.